Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer instrument was analyzed and found to have a dislodged backend pulley at the proximal end housing. This causes rattling in the housing. The pulley is detached from its original position and loosely placed inside the housing. As a result, the jaw and wrist cables became loose. The jaws do not open and close properly upon testing. Additional observation related to customer reported complaint: the instrument was found to have loose jaws cables in the proximal end. The cables are loosely placed around the clamping pulleys. This caused the jaws not to open and close properly. This is caused by the dislodged back-end pulley. The complaint was confirmed by failure analysis. The probable root cause is attributed to dislodged instrument back pulley.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the instrument would not respond or open with the surgeons control. Customer tried several times in different arms and no luck. The procedure was completed with no reported injury.